Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the device had a low minute ventilation, carbon dioxide rebreathing. The device was in clinical use at the time of the event. There was no patient or user harm reported. The field service engineer (fse) replaced the da board and flow sensor. The device was restored to its full functionality.

Manufacturer narrative:
There was no patient involved when the issue occurred, no patient or user harm reported.